Manufacturer narrative:
Continuation of d10: product ID cd9000, serial# unknown. Product type: multiple therapy product. Product ID wr9200, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The manufacturer representative (rep) also on call. The reason for call was broken recharger dock pin and damaged power cord. Caller states patient has been in the hospital for 2 weeks and then moved to a rehab facility and has had some issues with the equipment. The neuro people came by and checked it and seemed to think it was ok but by the time the patient got to the rehab facility on tuesday, they were trying to plug in the charger and it wouldn't charge. Pss sent request to replace dock and power cord. Rep called back stating the patient only received the wireless recharger (wr) charging cord and not the dock. Patient services (pss) found out there was some kind of delay due to a packaging issue in sending out the dock on friday. Also due to the packaging issue patients will temporarily be receiving the whole wr kit. Repair is trying to get out all the delayed packages today. So the patient will be receiving a new wr and dock. Pss emailed the rep. No symptoms reported.